Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (no values provided). The customer declined troubleshooting. Tandem technical support discussed factors that can affect bg levels with the customer.